Manufacturer narrative:
The investigation has just started; results will be provided in a final-report.

Event description:
Patient was connected to the ventilator and niv used several hours. Unit was connected to mains all the time. Patient transport started and unit alarmed no external power connected, uses internal battery as normally. After apr. 5 min of battery operation, the unit shut down without any warning or alarm.

Event description:
Patient was connected to the ventilator and niv used several hours. Unit was connected to mains all the time. Patient transport started and unit alarmed no external power connected, uses internal battery as normally. After apr. 5 min of battery operation, the unit shut down without any warning or alarm.

Manufacturer narrative:
The investigation was based on the reported event, logfile analysis and the information provided by the service technician onsite. The reported event, the shutdown could not be confirmed. The service technician checked the affected carina and found faulty dc power supply. Unit has been repaired and tested according to manufacturer specification. Battery itself was ok. According to the logbook the device did not show any "battery low" alarms and did not turn off due to an empty battery. If a device is disconnected from mains power, the device would give an alarm that the device has activated the internal battery and would switch to internal battery mode. The device operates until 22:18 pm when the device is switched off by the operator by pressing the power switch directly. The analysis of the logbook also shows that on the day of the reported event ((B)(6) 2021) the device was ventilating from 17:19 pm until 21:08 pm. At 21:08 pm the device was switched off by the operator. 10 min later at 21:18 pm the device was switched on again and the device switched to internal battery mode at 21:47 pm. There are no logbook entry¿s between 21:48 pm and 22:18 pm. The logbook does not show any malfunctioning of the device. Since there are no logbook entries between 21:48 pm and 22:18 pm it is possible that the device switched to night mode. If the device is not actuated when night mode is set and no alarm is displayed, the screen switches off after 130 seconds. Earlier entries in the logbook also indicate that the device was often switched off directly at the main switch without activating the stand-by.